Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced intermittencies and a loss of connection to the internal device subsequent to sustaining a head injury, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Additional: it has since been reported that the device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery. This report is submitted on may 3, 2019.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2019 and re-implanted with a new device during the same surgery. This report is filed on march 01, 2019.